Event description:
The patient experienced a painful burning sensation under her skin at the pump location while receiving a magnetic resonance imaging. The painful burning only lasted during the magnetic resonance imaging the patient was on pain medications afterward. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.